Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller stated they received readings of 189 mg/dl and 57 mg/dl taken within 10 minutes of each other. No adverse event reported. Meter and strips replaced and requested for return.